Manufacturer narrative:
From x2 t:slim user guide: for patients who do not self-manage their disease, the feature lock function should always be on when the pump is not being used by a caregiver. From x2 t:slim user guide: the t:slim x2 system is indicated for use in individuals 6 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 (mg/dl) after a bolus was delivered, and was addressed by drinking juice boxes. The contact assisted the customer as this is regular routine. Reportedly, contact thought the pump automatically filled tubing. Review of pump data by tandem technical support indicated numerous screen on and off entries and out of bounds presses. Customer acknowledged that customer was playing with pump and was able to unlock the pump. Contact was informed of the pump feature lock. Customer's bg level stabilized (144 mg/dl).